Event description:
Hello. My wife, a recent stroke survivor, (B)(6), had a brain biopsy and 2 weeks later contracted a "common"- so states her neurologist and infectious diseased doctors-staph infection on her brain. She was treated with vancomycin via PICC for several weeks. We live in a state that does not have to report this, (B)(6). I feel it should be made public. There are probably other pts also. Can you advise please? Thanks and keep up the good work. (B)(6). Dirty instruments possibly. The doctors were less than candid with explanations and only said it was "common staph." I do not know which surgical instruments were dirty or even if this is where she contracted the so called "common staph" as the doctors stated. I only know that the neurologist had to operate again and then enlarged the incision area to wash the "common staph" infection off her brain. I saw on the news this morning about dirty operating rooms and also saw that (B)(6) is not required to report such infections and that is just wrong. My wife, and myself, are suffering immensely because of this. We know that dollars/pennies are being 'pinched' to the point of screams in every area of business but it should not be at a pt's expense and suffering?